Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that prior to an unknown procedure on (B)(6) 2019 and suture was to be used. The nurses noticed that suture packet was not sealed correctly. The device was not used on the patient. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4, g1, h4. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Additional h-3 summary: one unopened sample of product code w745, lot mjk308 was received for analysis. During visual inspection of the overwrap packet, the winding former was noted in the overwrap seal area, this caused that sterile barrier was compromising since a section of the seal area was partially open. Per the condition of the sample received the assignable cause of the packaging - integrity is an open seal defect.